Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad symbols were found to be worn. During the evaluation, the ok and down arrow keypad buttons were intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses as expected and were found to spring back and click back normally. There was evidence of keypad contamination found under the contrast key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The patient reported that the keypad buttons required multiple presses to respond. The patient reportedly wore the pump in a pocket and cleaned the pump with an alcohol swab.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.